Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
T was reported that the physician was treating an acom aneurysm with an intrasaccular flow device. The device was placed in appropriate position inside the aneurysm and would not detach. Several attempts were made with a different detachment controller and no detachment. During the retraction the device detached inside the microcatheter. The microcatheter was pulled back and the devices were removed from the patient¿s body completely. The devices were exchanged to new ones and the examination/implantation continued with excellent result. The first detachment controller was used to detach the second intrasaccular flow device. The patient is doing well. No patient harm or injury was reported.

Manufacturer narrative:
The investigation of the returned web system found the implant separated from the delivery system, the proximal connector kinked at the brown lead wire joint, and the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged connector and heater coil windings, which is consistent with the alleged detachment issue. However, the heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification. The via 17 microcatheter used with the web system in the procedure was found flattened at 21cm from the distal tip, which may have caused or contributed to the reported complaint

Event description:
N/a